Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed as the lever was opened, and the foot was fully deployed without any resistance. The lever was then closed with no anomalies noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was removed against resistance. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6 medical device problem code: 1494 indication for use.

Manufacturer narrative:
H6 medical device problem code: 2017 failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional endovascular aneurysm repair (evar) procedure with a large bore sheath. Reportedly, the foot could not be closed during device removal. The device was removed with resistance. A surgical cut down was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.